Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that there was leak in reservoir. Needle where you connect the reservoir to set was stuck on the reservoir so it was not delivering any insulin. The customer's blood glucose was 380 mg/dl. The customer was able to passed self test. The customer stated that leaks in reservoir compartment due to incorrect set detachment. Customer was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.